Event description:
It was reported that advised that product states that this was 35 ml balloon on the foley catheter product, this was noticed by the patient's nurse as well as the patient. They were asked to check for the product code, and the code was correct so it's the right item, but the description said it should be a 30ml balloon. No medical or surgical intervention was required.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that advised that product states that this was 35 ml balloon on the foley catheter product, this was noticed by the patient's nurse as well as the patient. They were asked to check for the product code, and the code was correct so it's the right item, but the description said it should be a 30ml balloon. No medical or surgical intervention was required.